Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: malpositioning of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left si joint arthrodesis (date unknown) where three implants were installed. The initial inferior positioned implant was later removed by the initial surgeon on an unknown date. The patient later reported to a new surgeon with complaints of a recurrence of si joint pain symptoms. The surgeon determined that the superior positioned implant was malpositioned. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the superior positioned implant and replaced it with a screw type implant and added another screw type implant in the inferior position. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.